Manufacturer narrative:
(B)(4). The customer returned a mad100 mad nasal with 3 ml syringe for investigation. Visual examination of the returned sample revealed that the plunger (black piece) on the inside of the syringe was detached. The nasal plug had stains that indicated the sample had been used. The detached plunger (black piece) on the syringe is indicative of the end user pulling too hard on the syringe. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed. The detached plunger (black piece) on the syringe is indicative of the end user pulling too hard on the syringe. Therefore, it appears that unintentional user error has caused this event. Teleflex will continue to monitor and trend on this issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "detached part from the syringe plunger." The condition of the patient was reported as "fine". No medical intervention was necessary.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. A visual exam was performed on the photo and the failure mode was confirmed. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "detached part from the syringe plunger." The customer was unable to answer any information regarding how the issue was resolved and what the status of the patient is. If additional information is received, the complaint file will be updated.